Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement indicator (eri) in which six months ago battery showed a year and a half. The health care professional (hcp) stated that the patient was in atrial fibrillation (af) and that right ventricular (rv) lead thresholds was high. Boston scientific technical services (ts) discussed that af was challenging the evoke response measurement that could have challenge the auto capture resulting in retry and high threshold. The high threshold then caused the change in longevity and eri. The pacemaker remains in service. No adverse patient effects were reported.